Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was affected, noted as high, but specific values were unknown. To address the high blood glucose, the customer administered a correction bolus via the pump. Reportedly, the customer acknowledged the alarm and resuming insulin to resolve the issue.